Manufacturer narrative:
(B)(4). Result of investigation: the carefusion failure analysis lab examined the gas delivery engine(gde) and the reported issue of the vent inop was duplicated. The component was visually inspected and found that the ribbon cable was disconnected. After reconnecting the ribbon cable and powering the gde in a avea unit, the vent inop issue was cleared. The ribbon cable was determined to be the root cause of the vent inop issue. The circuit occlusion alarm condition was no duplicated in the laboratory setting and no other issues were identified.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop and circuit occlusion. The customer reported the unit was in use while on a patient, but there was no patient harm or injury.